Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the missing direction of flow label, which was observed during evaluation and is considered confirmed. The label was replaced.

Event description:
It was reported that a spectrum pump had a door shim issue, which was clarified during baxter's evaluation as a missing direction of flow label. It was also reported there was no patient involvement.